Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the device coating peeling off at the insertion section and visible scratches within 30 centimeters was likely from either physical or chemical stress, or the storage environment. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use regarding proper handling of the device: "preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The following information is stated in the instructions for use which may have prevented the event: "important information. Please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing which may have prevented the event: "reprocessing: general policy. Precautions: warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no irregularity before use, and use under the responsibility of a physician. Do not use if any irregularity is found. Storage, transporting outside the hospital, and disposal." The following information is stated in the instructions for use regarding storage conditions which may have prevented the event: "warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or present an infection control risk¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking from a pinhole on the bending section cover. The coating from the insertion tube was peeling off with visible scratches within 30 centimeters (cm). There was a crack in the glue of the bending section cover, which caused the thread to be exposed and prevented the insulation test from being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope failed a leak test during reprocessing. The procedure was completed using the same device without a procedural delay. The intended procedure is unknown. The device is leak tested after every use. During the inspection of the returned device, the coating from the insertion tube was peeling off with visible scratches within 30 centimeters (cm). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation